Event description:
Loss of diabetes control; medtronic insulin pump developed issues with buttons not working. Called tech support. They advised I quit using the pump and they would send a replacement, as is their written guarantee. But they don't have any replacements to send. It will be at least a full week before they can send me one. My back up plan requires me to take an injection every two hours, which is do-able for the 24 hours it is supposed to take to get a replacement pump. They have failed to ensure patient safety by failing to replace a defective pump immediately as their warrantee promises. It is friday evening of (B)(6) weekend. Getting a prescription for long-acting insulin and needles for injection, getting the prescription filled, and getting advice on how much to take is going to be very challenging, to say the least. FDA safety report ID # (B)(4).